Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. Also noted was a scratched display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that the drive support cap is loose. Nothing further reported.